Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Correction to device evaluation results - follow-up #2: date of submission 10/4/2013: device evaluation: the device has been returned and evaluated by product analysis on 09/13/2013 with the following findings: testing confirmed the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Unrelated to the complaint, there's a crack along the battery compartment extending from the threads to the fingerpad.

Manufacturer narrative:
Follow-up #1 date of submission 10/01/2013-device evaluation:the pump has been returned and evaluated by product analysis on 09/13/2013 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok and contrast keypad buttons are responding intermittently. There was evidence of keypad contamination found under the all key contacts.